Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge rails were damaged. Reportedly customer could not load or unload cartridges due to the damage. There was no adverse impact to customer¿s blood glucose level. Customer declined to provide additional information, and declined troubleshooting with tandem technical support.